Manufacturer narrative:
Correction: due to the additional information received by the customer, this report is being rescinded by halyard. No further updates will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Additional information received from the customer 10-feb-2017 stated, a fourth event did not take place. It was reported in error.

Manufacturer narrative:
The device history record for the lot number, aa6284v01, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the fourth of four reports. Refer to 9611594-2017-00001 for the first patient. Refer to 9611594-2017-00002 for the second patient. Refer to 9611594-2017-00003 for the third patient. A report was received stating the ventilator was alarming low pressure and low minute ventilation. The registered nurse(rn) held the endotracheal tube(ett) in place while the ventilator alarmed. The respiratory therapist(rt) attempted to re-position the endotracheal tube. The rt pushed the endotracheal tube 2 cm inward, deflated the cuff and re-inflated the cuff. The patient's cheeks were billowing with air around ett and an obvious cuff leakage was noted by rn and rt. The rt attempted to re-position endotracheal tube and pushed the endotracheal tube. The attending anesthesia physician was notified. The patient was extubated, taken off the ventilator and placed on bi-pap. The ett was inspected by staff and no obvious defect was observed. There was no injury to the patient. Medical intervention included removing the patient from the ventilator and placing the patient on a less invasive bi-pap machine. Additionally, including this incident the healthcare professional reported a total four incidences occurring within 3-weeks.